Event description:
Stryker reference #(B)(4): it was reported that an m3 screw was missing from a flat panel arm. There was no reported pt involvement and no adverse consequences reported.

Manufacturer narrative:
There was no reported pt involvement, therefore, no pt data exists. The catalog number provided is for the halogen light suspension which is the over-arching part number for the assembly that the monitor is attached to. The actual device was evaluated in the field on (B)(6) 2012. A stryker field service technician visited the user facility and observed that the m3 screw was missing from the monitor spring arm. The m3 screw keeps the spring arm's safety collar in place, which is used in order to prevent the keeper clip, a semi-circular metal disk, from becoming separated from the spring arm. If the m3 screw is not in place, there is a risk of the monitor detaching from the suspension. However, there was no report of the monitor detaching in this specific event. It could not be determined how the screw came to be missing, but it is possible it was removed from another purpose and not re-installed.